Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for damage to the shock lead of the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) due to median sternotomy and the placement of the heartmate 3 during implant. A new shock lead was prepared for left ventricular assist device (lvad) implantation. There was no physical damage to the shock lead or shift in lead position associated with lvad implantation. The sensing polarity of the s-ICD before lvad implantation was secondary, and when the electrogram (egm) in the s-ICD was checked after lvad implantation, electromagnetic interference by the lvad was seen in the primary and secondary. The self-qrs waveform was mistakenly recognized as noise. Alternate showed no electromagnetic interference or misrecognition of the self-qrs waveform. Reintroducing shock treatment was considered, but not pursued due to the high-energy shock, burden on the patient, and the lvad maintained hemodynamics. There were no reports of health hazards or malfunctions.

Manufacturer narrative:
Article citation: (B)(6), et al. "A case in which the magnetism of the ventricular assist heart blood pump affected the sensing of a subcutaneous implantable defibrillator". Proceedings of the 69th annual meeting of the society of japan arrhythmia and electrocardiology, (B)(6) hospital. B3: event date was estimated e1: abbott distributor phone number and email: (B)(6). Manufacturer's investigation conclusion: a specific cause for the interference between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s subcutaneous implantable cardioverter-defibrillator could not be conclusively determined through this evaluation. Requests for the specific model of the boston scientific s-icds were sent, however, an exact model was not provided and cannot be confirmed by abbott. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU warns the user that the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also warns that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Experience indicates that certain models of icds and ipms may, in some cases, not be able to establish telemetry and be reprogrammed due to electromagnetic interference when used with the heartmate 3 lvas. In such cases the icds or ipms have continued to function properly and only their ability to communicate with the programmer was affected. The heartmate 3 lvas complies with applicable electromagnetic compatibility standards and is not influenced by such devices. The abbott website includes a list of ICD and ipm make/models where difficulty or inability to communicate with the ICD or ipm programmer has been reported during hm3 lvas use. While the exact model was not provided, several models of boston scientific subcutaneous implantable cardiac defibrillators (s-icds) are included on this website. No further information was provided. The manufacturer is closing the file on this event.